Manufacturer narrative:
H6 - device code 1494: off-label use (acd < 3.0mm). Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm vticmo13.7 implantable collamer lens of -14.50/2.0/006 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On 12-nov-2023 the lens was exchanged for a shorter length lens of different power due to excessive vault and refractive surprise.this exchange resolved the problem. Cause of event was unknown. It was reported that the first lens was in vertical position.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic bent and deformed. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).